Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal infumorph (10 mg/ml at 1.001 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient had a loss of therapy. The patient developed tonsillar cancer and lost over 100 pounds. The patient's pump began to erode through the skin and was explanted on (B)(6) 2024. On the date of the revision the hcp ligated part of the existing catheter in the spine pocket and left it there. For the revision they clipped off the ligated part and connected it to the catheter and replaced the pump. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but unknown.